Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement (date not provided). According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The lesion was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, following deployment, the physician observed that the length of the stent appeared to be close to 12cm, longer than the labeled length of 8cm. It was noted that the stent was elongated by the tightness of the stricture. The stent was left implanted within the patient with no issues. The physician did not express any concern on leaving the stent in place and no additional medical intervention is planned. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device was implanted will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Manufacturer narrative:
Additional information received since (B)(4) 2012: an x-ray image of the stent was received. A medical review of the film confirmed that the stent appeared compressed/elongated at different points from the anatomy. The length of the stent was unable to be determined from the film. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The stent dimensions of 10x80 mm, as specified on the product label, refer to the deployed and fully opened stent. However, the complaint states that the stent was elongated due to the tightness of the stricture, which may have led physician to believe the length of the stent was more than 8cm. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement (date not provided). According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The lesion was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, following deployment, the physician observed that the length of the stent appeared to be close to 12cm, longer than the labeled length of 8cm. It was noted that the stent was elongated by the tightness of the stricture. The stent was left implanted within the patient with no issues. The physician did not express any concern on leaving the stent in place and no additional medical intervention is planned. There were no patient complications as a result of this event.